Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis as it remains implanted. From the information available, there is no indication of any user error that may have caused or contributed to the coil protrusion. Based on the information provided and the investigation, the most likely cause of the reported event is operational context.

Event description:
The physician deployed the coil into the aneurysm and verified under fluoroscopy that the coil had detached and noted that small part of the coil was protruding into the parent vessel. The protruding portion of the coil was deemed by the physician not clinically significant enough to treat. There was no reported clinical consequence to the patient.